Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the aus was replaced due to a return of incontinence. There was no fluid present in the pressure regulating balloon. The patient was discharged home following the surgery.